Event description:
On 2008, pt presented with chest pain syndrome. EKG without changes, subsequently had elevation of cardiac enzymes. He is status post recent distal left circumflex drug-eluting stent placement (new 2.25 mm drug-eluting stent) 5 days prior to the event date. Five days later: left circumflex coronary artery: left circumflex coronary artery is a moderate caliber vessel, nondominant in pattern. The stents in the mid portion are widely patent and free of significant stenosis. There is some mild narrowing at most between the 2 stents. At the distal end of the lowest long stent there is a stented area that was just stented within the last week which involves the main trunk and a small distal branch. This area is totally occluded prior to the bifurcation but there is some faint flow distally after some time. The distal vessel is small in caliber. Plans are made to treat this situation conservatively with medical therapy. The myocardial infarction is greater than 24 hours old and the vessel is extremely small distally with occluded stent. The amount of viable myocardium downstream is minimal, the caliber is extremely small in this area and has had multiple restenosis.